Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for corporate lot number and for this failure. Visual inspection: the device was not returned and images were not provided. Functional/performance evaluation: the device was not returned and functional/performance evaluations were not able to be conducted.. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment procedure, upon advancement the filter became stuck inside the deployment sheath. No attempt was made to deploy the filter. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.